Manufacturer narrative:
A review of the device history record (DHR) for lot no. 18d030512 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. All device history records (dhrs) are reviewed by the shift manager and quality assurance prior to release. For sterilized products, the DHR and the sterilization documents undergo further review prior to release to the distribution center. No issues were found during the inspection of the packages. There were no manufacturing related issues related to the complaint issued for this lot. The sample was received from the customer at our manufacturing location; however, it was inadvertently lost during shipment to our supplier. We understand the urgency of this issue and we have notified all parties involved of this situation to ensure this will not happen again. Therefore, a comprehensive investigation was unable to be conducted. No additional information, pictures or videos were received. The reported customer complaint could not be confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress. In addition, a production notification was provided to personnel involved to heighten awareness of the reported issue. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states the product contained 11 pieces instead of 10.